Event description:
An infection and would dehiscence at the pump pocket were reported. The pump and catheter were explanted. The patient recovered without sequela. It was noted that there was no plan for re-implantation. The medication being delivered via the device system was baclofen.